Manufacturer narrative:
On (B)(6) 2010, the customer confirmed that the leak did not recur. The customer believes the leak came from a broken total bilirubin reagent cartridge. The customer was not sure how the lab tech handled the reagent cartridge before the incident occurred, and the information on the reagent was not provided. A bci customer technical support advised the customer to use personal protective equipment to clean the wheel with warm di water.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to white build up on the reagent wheel of unicel dxc 600 pro synchron clinical system. The customer reported the build up appeared to be coming from reagent leakage. No injury was reported and there was no effect to patient or user.